Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient was admitted to hospital for ongoing vt and was being monitored. Inhibition of pacing was noted on EKG. The patient was asymptomatic. When the clinician tried to reproduce the noise by having patient taking deep breaths and coughing, no oversensing or inhibition of pacing was seen. Programming changes were recommended. At this time, the patient will continue to be monitored.